Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the depression was not related to the device, therapy, or implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had worsening depression due to their husbands declining health, weight loss, and increased sadness. The patient was hospitalized, it was unknown what type of hospitalization or the length of hospitalization. The patient was off of aricept 23 mg and namenda xr now. They were more mentally alert off of it. Depakote restarted and it was helpful for their mood. Now they are in as senior outpatient program one time every other week. The depression was under control and resolved without sequelae on (B)(6) 2016. No further complications were reported as a result of this event.